Event description:
It was observed during the device inspection, that the gastrointestinal videoscope air/water tube and cylinder exhibited foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, olympus confirmed foreign material adhered to the air/water supply cylinder, and foreign matter adhered to the air/water supply channel. It was not possible to identify the foreign matter. There was no physical damage found at the place where the foreign material remained. The reprocessing information was unavailable, therefore; the legal manufacturer was unable to confirm if there were deviations from the reprocessing steps as presented in the instructions for use. A definitive root cause could not be determined. The event can be detected and prevented in accordance with the following IFU. The instruction manual gif-h185 operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.